Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that a cartridge presented with slight longitudinal cracks during a surgery. The surgery was completed. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Three (3) company d cartridges were returned in an opened condition together in a biohazard bag. Small amounts of viscoelastic were observed in each of the cartridges. One cartridge has stress and is split along the posterior left side of the tip. The second cartridge has only stress and a slight indentation on the wing tab. The last cartridge shows stress and a small tip aneurysm on the right side. Two of the three cartridges show evidence on both tabs of being placed into a handpiece. A photo was available in the file. The product in the photo matches the returned product. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted on each cartridge with acceptable results. Company complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a company handpiece. The customer indicated the use of an unspecified iol. Without the lens model it cannot be determined if this is a qualified combination. A viscoelastic was indicated which is not qualified for company d cartridge use. Three used cartridges were returned. One cartridge tip is split. The other two exhibit stress and one has a small aneurysm. Stress is an expected occurrence with a lens delivery and does not denote a cartridge malfunction. The root cause for the split tip and the small aneurysm may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. In addition, a non-qualified viscoelastic was used. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The lens model/diopters used were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).